Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure modes. One of the screws, used to assemble the jaw and locator arm sub assembly on the resection guide, was loose. The plastic bumper on the impactor is damaged / chipped and the pieces that chipped off were not returned. The devices were manufactured in 2016 and 2018 and exhibit significant signs of wear/ usage. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the plastic from the tibial impactor came away and left deposits while impacting tibial component. No more information provided yet.